Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
Type of procedure: axial lif, laminectomy, posterior spinal fusion, foraminal decompression, anterior insertion of lumber interbody cage, and a spinal instrumentation placement using pedicle screws. Levels implanted: l5-s1 it was reported that in (B)(6) 2011, the patient complained of lower back pain, which radiated down his left leg, causing numbness and difficulty walking. The patient underwent axial lif, laminectomy, posterior spinal fusion, foraminal decompression, anterior insertion of lumber interbody cage, and a spinal instrumentation placement using pedicle screws at l5-s1 using posterior approach. The patient was implanted with rhbmp-2/acs. The surgeon continued to treat the patient until (B)(6) 2012. Currently, the patient experiences severe back pain, which affects his job, duties at home, and personal life.